Manufacturer narrative:
Device evaluation: visual analysis of the photograph identified two devices that appear to be intact and are not identified by the explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported capsular contracture baker grade iii as well as breast bottoming out. This relates to the right side. Unknown if the device has been explanted.